Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized for high blood glucose levels of 358 mg/dl. No symptoms were noted, and the customer treated at the emergency room. The customer stated they were traveling by airplane before the high blood glucose levels occurred. Troubleshooting was not completed. The device was not returned for analysis.